Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module of the cycler and on the external of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 5 of treatment. The patient called back and stated that after they cancelled treatment, they found fluid leaking when they removed the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that the reported fluid leak event occurred on (B)(6) 2021. The patient stated that they received multiple air detected in cassette alarms during fill 4 of 5 and treatment was cancelled after technical support suggested that they do a manual treatment. Upon opening the cassette door, there was fluid leaking out of the door and on the external of the cassette. The patient stated that there was also fluid leaking from the supply bag line. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module of the cycler and on the external of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 5 of treatment. The patient called back and stated that after they cancelled treatment, they found fluid leaking when they removed the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that the reported fluid leak event occurred on (B)(6) 2021. The patient stated that they received multiple air detected in cassette alarms during fill 4 of 5 and treatment was cancelled after technical support suggested that they do a manual treatment. Upon opening the cassette door, there was fluid leaking out of the door and on the external of the cassette. The patient stated that there was also fluid leaking from the supply bag line. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the four companion samples were returned to the manufacturer and a physical evaluation was performed. The companion samples were visually inspected and was found that the cycler set is acceptable no damage was observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The sample evaluation was unable to confirm the alleged event nor establish a cause. The returned sample was scrapped after evaluation.

Manufacturer narrative:
Plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module of the cycler and on the external of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 5 of treatment. The patient called back and stated that after they cancelled treatment, they found fluid leaking when they removed the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that the reported fluid leak event occurred on (B)(6) 2021. The patient stated that they received multiple air detected in cassette alarms during fill 4 of 5 and treatment was cancelled after technical support suggested that they do a manual treatment. Upon opening the cassette door, there was fluid leaking out of the door and on the external of the cassette. The patient stated that there was also fluid leaking from the supply bag line. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module of the cycler and on the external of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 5 of treatment. The patient called back and stated that after they cancelled treatment, they found fluid leaking when they removed the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that the reported fluid leak event occurred on 10/10/2021. The patient stated that they received multiple air detected in cassette alarms during fill 4 of 5 and treatment was cancelled after technical support suggested that they do a manual treatment. Upon opening the cassette door, there was fluid leaking out of the door and on the external of the cassette. The patient stated that there was also fluid leaking from the supply bag line. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.